Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was returned with blood and contrast in the inflation lumen and in the balloon. The balloon was loosely folded and the stent implant was not returned. Attempts to follow-up with the hospital regarding a possible leak and the status of the stent were unsuccessful as the site could not provide any additional information regarding this device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. Reviews of the lot history record and complaint history of the reported lot were not performed because there were no reported device malfunctions or patient effects associated with the device. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The abbott vascular returned goods lab received a 3.5x23 xience v rx stent delivery system without its stent, with its balloon loosely folded (indicating that the stent was likely deployed, and with blood in the inflation lumen (indicating a potential leak in the device). Reportedly, the site is not aware of any issue that occurred with this device. There are no reported adverse patient effects in relation to this device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.